Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-04545.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-04545. Further follow up revealed that ipg was not secured in the pocket and lead has come out of ipg. Ipg was also flipped sideways in the patient. Ipg has been added to the previous record.

Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that patient¿s scs lead was showing high impedance. Reportedly, patient¿s lead was twisted inside the body. As a result, patient underwent a surgical procedure on (B)(6) 2018 to replace the scs lead and ipg was replaced electively. Effective therapy has been restored post-operatively.